Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon attempting sensor wire deployment, the sensor wire stuck in the sensor applicator needle after the needle was retracted. No additional event or patient information is available.